Event description:
The patient tested her blood glucose on the suspect device and it was 245 mg/dl. 30 minutes later, she went to the hospital and her blood glucose was 600 mg/dl on their device and the lab draw was 515 mg/dl. She was given an insulin drip.